Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and moisture was found behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/27/2017-device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2017 with the following findings: a review of the pump black box showed dates from 01/22/2017 -01/30/2017. During investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The current blank box data showed no evidence of short battery life. The battery cap was not returned; a test cap was used for testing. There was evidence of moisture contamination observed behind the display lens. A leak test showed leaks at a battery compartment crack and pump cover crack. No evidence of contamination was found inside the battery compartment. During testing, the pump powered on normally. The current draws were found to be within specifications. The pump case was removed and evidence of moisture contamination was found on various components on the printed circuit board. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.